Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was 207 mg/dl. The customer stated that the insulin pump just kept rewinding and after the rewind process, the customer would fill the tubing, the insulin would just rush into the tubing and the device would empty a third of the reservoir. The reported anomaly persisted for a few days, so the customer inserted new battery into the insulin pump, left it a couple of days, and still, the anomaly persisted. The drive support cap was recessed. The drive support cap was sticking out. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to moisture damage on the force sensor. The device was received with minor scratched display window, cracked display window corners, battery tube threads, and cracked reservoir tube lip.